Event description:
We received a report that an intraocular lens was explanted from the patient's left eye after she was found to have unexpected post-operative refraction. The lens was removed and replaced with a different diopter lens during the same procedure.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site under (B)(4) microscope magnification. Visual inspection revealed that the lens was received cut in half with one broken haptic. There was surface residual (fibers/particles) adhered to the optic body, compatible with handling, such as during the implant and explant process. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were within specifications and in compliance. Diopter measurement records from this particular lens were verified and showed to be within specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.